Event description:
Discordant low anti-thyroglobulin (atg) results were obtained on an immulite 2000 xpi. The customer ran two patient samples for comparison between their old instrument immulite 2000 xpi and their advia centaur xp. The immulite gave negative results while the centaur gave positive results. For confirmation the samples were run on a different system and positive results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant atg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the immulite 2000 xpi instrument and found it to be working correctly. The fse ran the atg samples and obtained similar negative results. The cause of the discordant atg results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.